Manufacturer narrative:
Software investigation completed. After reviewing the tracer pattern, it was determined that the surgeon could have re-performed tracer in order to optimize accuracy. Using a lighter touch and a larger area of point collection could help to improve the accuracy. The software is behaving as designed. Medtronic representative followed up with site and system has been working properly, no further issues reported.

Event description:
A medtronic representative reported that while in an ent procedure, there was a 2-5mm inaccuracy when navigating with the straight suction. The doctor registering the patient was unsure at which point in the software they lost accuracy. The surgeon continued the case with navigation aware they were inaccurate. The procedure was completed with the use of the fusion navigation system. There was no negative impact on patient outcome reported.